Event description:
A consumer reported that he had intraocular lens (iol) implant surgery five years ago and now his vision is blurry. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
Evaluation summary: product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B)(4).